Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough analysis of the lead was performed. Detailed analysis confirmed fracture based on the finding of fractured anode and cathode conductors. Fracture characteristics are consistent with clavicle/first rib damage. Moreover, insulation damage was also confirmed based on the finding of damaged insulation, located approximately 195 to 199 millimeters from the terminal end, the area was located likely the clavicle area. It was also noted that the tip segment of the lead was not returned confirming the unretrieved device fragments.

Event description:
It was reported that this right atrial (ra) lead was fractured. Additional information indicated that during explant, the tip and some of the inner wire came out and the outer insulation remains in the body. Moreover, the end of the lead was given to the hospital. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was fractured. Additional information indicated that during explant, the tip and some of the inner wire came out and the outer insulation remains in the body. Moreover, the end of the lead was given to the hospital. This lead was surgically explanted and replaced. No additional adverse patient effects were reported.